Manufacturer narrative:
B1, b2: completed.

Manufacturer narrative:
H6: code 213: a review of the manufacturing paperwork for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: endoprosthesis: migration.

Event description:
Following was reported to gore: on an unknown date, a patient underwent endovascular treatment of a chronic type b aortic dissection using other manufacturer stent graft. On (B)(6) 2016, the patient underwent re-intervention to treat a distal type I endoleak using gore® excluder® aaa aortic extender endoprosthesis(aortic extender) and conformable gore® tag® thoracic endoprosthesis(ctag). The procedure was completed without any issue. On (B)(6) 2020, the patient fell down while driving a bicycle and had hemoptysis. The CT imaging revealed that the connection of aortic extender and ctag was separated, and new ulcer like projection. An emergency re-intervention to place additional stent grafts was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6: updated code 213.